Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube(s)') and embedded device ('essure con was noted to be embedded in the cul de sac') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included fatigue and headache. Concurrent conditions included menometrorrhagia. Concomitant products included omeprazole (prilosec) since 2010. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced mood altered ("bad mood"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device expulsion, fallopian tube perforation and embedded device outcome was unknown and the pelvic pain, mood altered, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, fatigue, back pain, abdominal pain and headache had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood altered, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for: migration. Date(s) of insertion: (B)(6) 2007 (as per pfs), (B)(6) 2007(per ppf). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and medical record received. Product indication and essure implant date updated. Explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- migration of essure device location of device: uterus, perforation (fallopian tube(s), bad mood, abnormal bleeding (vaginal), menorrhagia (heavy menstrual bleeding), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, lower back pain, abdominal pain and she did not undergo essure confirmation test were added. Medical history, concomitant drug and reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.